Manufacturer narrative:
Correction made to h6: investigation findings (1): c20 added.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dirt and debris was observed inside the patient line connector of an amia automated pd set with cassette. This was observed when the patient removed the patient line cap, prior to use for peritoneal dialysis (pd) therapy. As a result, the device was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: during follow up, it was further stated that a second green cap connector was found to have black specks of residue like flakes. The specks were found on the outer connection inside the green cap and others were found inside the connection portion of the line. Some specks did fall out of the connector. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a tiny black loose particulate matter inside the green pull ring. There was no particulate matter observed inside the patient luer adapter or tubing. The reported particulate matter inside the green pull ring cap was verified. The reported particulate matter inside the connection portion (luer) could not be refuted or confirmed as the sample was not returned for evaluation. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.